Event description:
Rptr has been in nursing for 30 yrs and developed a latex allergy identified as early as five years ago. Symptoms include localized hives. Nurse no longer working in or has been displaced by the hospital to stay employed.